Manufacturer narrative:
Date of event not provided. Reporter did not respond to multiple attempts to gather additional info and return of complaint sample. Lot number and expiration dates were not provided. UDI# not yet available. Lot number and manufacturer dates are unk. All patient info available to the manufacturer has been submitted.

Event description:
We received a report from a consumer that her daughter purchased two bottles of complete multipurpose solution easy rub formula and that both bottles leaked. She did not specify where they leaked from. She indicated the solution damaged a table and carpet. Several attempts were made to gather the complaint units and/or lot numbers, but the reporter did not respond to our request.